Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-06088; manufacturer report number 1627487-2019-06089.

Event description:
Manufacturer report number 1627487-2019-06088; manufacturer report number 1627487-2019-06089. New information received states that programming changes were made; however, the patient was not receiving effective therapy which resulted in the procedure. Patient denies any traumas or falls.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-06088. Manufacturer report number 1627487-2019-06089. It was reported that patient had ineffective stimulation and not receiving adequate coverage due to the patient not charging for over two years. Patient requires a magnetic resonance imaging system as well. The device was explanted to resolve the issue. There were no complications during the procedure. The patient was stable.